Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented after coding due to an unknown cause. During interrogation, it was discovered the ventricular leadless pacemaker (lp) was pacing at a lower rate and the atrial lp was not pacing after the patient coded. During troubleshooting, it was determined there was low implant to implant (i2i) communication. The patient was not pacemaker dependent. Programming changes were performed. The patient condition was unknown.

Event description:
New information received indicated the cardiac arrest was caused by pulseless electrical activity (pea). The patient deceased suspected due to end stage renal failure.